Event description:
Report from patient: 2008-- patient had an incisional hernia repair with mesh implant. (This was the patient's third hernia repair in this abdominal site-the two previous were sewn for repair, no prior implants). Seven months later, patient reports she started having problems with constipation and noticed her incision site was "bumpy". Patient admitted to the hospital for bowel obstruction, treated non-surgically with ng tube, patient discharged to home. The following month, patient admitted second time to hospital for bowel obstruction, treated non-surgically with ng tube, patient discharged to home. The following month, patient admitted third time for bowel obstruction, ng tube placed, and in the same month, patient underwent explant procedure. Patient reports surgeon noted 2 areas of obstruction on small bowel and removed "entire small bowel". Patient was discharged after 5 days with a drain. About five weeks later, patient reports she is recovering now, doing well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.